Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intra-peritoneal volume (iipv) (any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume) that was identified in the logs that occurred on (B)(6) 2012 at 06:43:32 with drain volume of 3254ml during cycle 6. The maximum programmed fill volume is 1500ml. There was patient involvement but no patient injury or medical intervention indicated. This event meets overfill criteria.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv); however, the iipv was not duplicated during evaluation. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The cause of the iipv was false empty detect and use error, inappropriate bypass of the low drain volume alarm, not including initial drain. This issue is being investigated through CAPA.